Event description:
The infusion pump was programmed to infuse 100 ml over 15 minutes. However, when the pump registered that the amount had infused, the solution container remained full. No pt injury resulted.

Manufacturer narrative:
Evaluation summary: infusion accuracy was performed in the united kindom of the infusion pump at various infusion rates. The results were wihtin spec. Based on the description of the occurrence it is possible that improper loading to the IV tubing may have been the cause of the occurrence. The tubing should be loaded straight through the pump head mechanism and the user should check for drops forming in the drip chamber once the infusion has started.